Event description:
The customer reported, 12-lead ECG rl and v3 signal loss.

Manufacturer narrative:
The customer reported 12-lead ECG rl and v3 signal loss. The customer isolated the issue to the ECG leads trunk cable. There was no report of pt impact. Philips sent the customer a replacement ECG leads trunk cable to resolve the issue.